Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found damage on charged coupled device unit and hence the image has linear scratches. Adhesive around objective lens is peeled. Bending section-rubber has a scratch. Adhesive on bending section rubber has a chip. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to looseness of insertion pipe, connection between insertion pipe and control unit is not secured. Video connector case has a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope displayed poor image quality due to damaged image sensor. Inspection and testing of the returned device found that the adhesive around objective lens was peeled. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by stress from repeated use, external factors, or handling. The event can be detected by following the instructions for use (IFU) which state: "inspection of the endoscope 4 inspect the covering of the bending section for sagging, swelling, cuts, holes, or other irregularities. 5 carefully run your fingertips over the entire length of the insertion section. Check for protruding objects or other irregularities. 6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. 7 inspect adhesives on the covering of both distal ends of the bending section for scratches, cracks, or tears. 8 wipe the video connector, including the electrical contacts, using a clean lint-free cloth. Also confirm that the electrical contacts are completely dry and clean." Olympus will continue to monitor field performance for this device.